Event description:
The customer reported failed quality control (qc) and system check with luminometer error messages involving the unicel® dxi 800 access® immunoassay system. No erroneous patient results were generated. There was no patient impact associated with this event. During instrument assessment, a beckman coulter field service engineer (fse) discovered a small fluid leak, at the peristaltic pump, contained within the instrument. The fse noted the fluid damaged the luminometer and replaced the luminometer to resolve the issues. In addition, the fse cleaned the wash wheel as a preventative measure. The fse was wearing proper personal protective equipment (ppe) and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No further issues were noted. The instrument was returned to normal operation.

Manufacturer narrative:
In conclusion, a definitive cause of the fluid leak could not be determined with the available information. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).